Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced variable glucose with a documented low of 68 mg/dl for approximately 5 minutes while using ilet with a g7 cgm and had been announcing meals during highs and using meals to correct glucose; the user also inquired about a factory reset, scheduling training, and adjusting targets and weight. Symptoms included hypoglycemia without reported awareness of low effects. Outcomes included self-management without assistance, no medical intervention, no alerts or alarms, and completion of troubleshooting and education focused on appropriate low treatment. Investigation included review of device reports and user education. Investigation of this case revealed user technique concerns related to meal announcements during highs and use of sweet snacks that did not correct lows promptly, which were addressed with guidance to use rapid oral glucose such as juice or glucose tablets. It was concluded, based on previously established findings for similar reports, that the cause was use error and user training opportunities rather than a device malfunction.